Event description:
It was reported that the lead was found to have dislodged. On (B)(6) the lead was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).